Event description:
The complainant stated that the head section will not go down all the way on the left side due to the head articulation cylinder leaking fluid.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.